Manufacturer narrative:
(B)(4)

Event description:
It was reported that "fissuring of the arterial limb of a tunneled hemodialysis cvc, with air entry at the start of the hemodialysis treatment, and immediate interruption of the procedure to prevent air embolism. Hospitalization was arranged for monitoring and timely removal of the device (the patient was not previously hospitalized but was undergoing her usual outpatient treatment); the hospitalization lasted 8 days. The patient was discharged home without any permanent consequences resulting from the event."

Manufacturer narrative:
(B)(4). Complaint details were reviewed. Customer stated, "fissuring of the arterial limb of a tunneled hemodialysis cvc, with air entry at the start of the hemodialysis treatment and immediate interruption of the procedure to prevent air embolism." One vectorflow catheter unit was returned for evaluation, during which several issues were identified. The distal shaft was found to be cut into three separate pieces, and the compression cap was not fully covering the juncture hub threads. Kinks were observed along the extension lumens, and a line mark was present on the hub; however, no cracks or polymer material deformation of the hub were noted. Additionally, the compression sleeve exhibited deformation with thread indentation marks, a pinhole leak was identified in the shaft, and leakage was also observed from the distal end of the compression cap. Additional information was requested, and a response was received. The patient had the hemodialysis catheter in place for nine days. The customer stated that the observed damage, including the pinhole leak and cut catheter, could have occurred during the explant process. Fissuring was reported to refer to air observed in the arterial line during the flushing and aspiration process. The customer could not confirm whether the white cap was altered during the removal step or during a hemodialysis session. An improper or loose connection of the compression cap can lead to air ingress. Damaged sleeve is indicative of improper connection. Per the instructions for use, the following guidance was noted: warning: the green compression sleeve must be present when threading the compression cap onto the hub connection assembly. Failure to do so may result in air embolism, blood loss, or catheter separation. Thread the compression cap onto the hub connection assembly firmly, but do not overtighten. No threads should be visible on the hub connection assembly. Precaution: ensure the compression sleeve is securely positioned inside the threaded compression cap. Avoid attempts to place the compression sleeve onto the hub connection assembly cannula and then apply the threaded compression cap, as incomplete compression may occur and cause catheter separation. No serious injury or consequences were reported. Patient was discharged. Based on the information, the most likely root cause of the issue is unintended use error. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "fissuring of the arterial limb of a tunneled hemodialysis cvc, with air entry at the start of the hemodialysis treatment and immediate interruption of the procedure to prevent air embolism. Hospitalization was arranged for monitoring and timely removal of the device (the patient was not previously hospitalized but was undergoing her usual outpatient treatment); the hospitalization lasted 8 days. The patient was discharged home without any permanent consequences resulting from the event."